Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that an midwest e 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and fails all production specifications with the exception for motor connection, cap removal and color cap depth. Quality personnel then investigated the attachment. Maximum temperature for the attachment head exceeded requirements. The attachment exhibited a temperature increase during free run testing of 82.9 c. This temperature was reached after only 24 seconds of free run testing. The attachment stopped working after that time. Results from sycotec stated the attachment has been damaged by fall. Through this there is a possibility that the ball bearings are damaged and through further using the damage was getting bigger. It seems that this attachment has been very little cleaned and cared, it is in a very bad condition.